Event description:
It was reported that on (B)(6) 2011, the actual residual volume ((B)(6)) was greater than the expected residual volume ((B)(6)). Healthcare provider (hcp) refilled the pump with 40 ml of the drug. On (B)(6) 2011, during a refill, the arv was 40ml, greater than the expected volume of 10.3 ml. On interrogation the log showed multiple motor stalls with recoveries on (B)(6) 2011 and no other days. The cause of the motor stalls was not known. Electromagnetic interference such as a MRI was not performed on that day. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 450mcg. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient got their pump replaced and the pump was working fine.

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Event description:
Additional information: in regards to the motor stalls, it was stated that the stalls recovered and the cause of the discrepancy was not confirmed. Prior to the pump replacement, the patient was experiencing increased spasticity. Following the pump replacement performed in (B)(6), the patient was noted to have been "doing great" and was receiving effective therapy.